Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, as it was discarded at the facility. A 3mensio imagery report was provided by the facility for evaluation. Evaluation of this imagery showed mild calcification and severe tortuosity present in the patient's access vessels and abdominal aorta. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, japan device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for unable to track system through anatomy and difficulty to withdraw system with valve through vasculature were unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, 'when the device tracking above aortic arch, x-ray did not show below the sheath. After checking, abdominal aorta was perforated by the device.' Furthermore, before the procedure began, 'it was predicted that device tracking [would be] difficult as angle was sharp and torsion was complexed at aortic arch.' The patient's access vessels, aortic arch, and abdominal aorta were noted to be mildly calcified and severely tortuous. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be advanced further. Additionally, tortuous anatomy can present difficult bend angles for the devices to overcome. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the event of the user not being able to track the system through the patient's anatomy. As reported, 'although the valve crimped on the delivery system was attempted to pull back to the sheath, it was failed. The device was withdrew with the all layers of the vessel wall, approximately 20 cm, probably from the common iliac artery (cia) to femoral artery.' As mentioned above, the patient's access vessels and abdominal aorta were noted to be mildly calcified and severely tortuous. Access vessel tortuosity and calcification can increase the likelihood of withdrawal difficulty as they can cause non-coaxial retrieval of the delivery system. If the valve was still crimped on the balloon during a non-coaxial retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the event of the difficulty to withdraw the system with the valve through the patient's vasculature.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported to our (B)(4) affiliate by the physician, during a right transfemoral tavr procedure with a 23mm sapien 3 valve via cut-down approach, the commander delivery system got stuck above aortic arch and it was difficult to insert. Tracking was difficult as the angle was sharp and tortuous, and the aortic arch was complex. The delivery system was pulled back to descending aorta and adjusted under x-ray by torquing the device. The resistance disappeared after two or three attempts and the device was able to be inserted. At that moment, blood pressure decreased, and bleeding was indicated by echo in which left ventricular inner cavity was filled. Upon review, the abdominal aorta was perforated by the device. The crimped valve on the delivery system was attempted to be pull back to the esheath without success. The device was withdraw with the all layers of the vessel wall, approximately 20 cm from the common iliac artery to femoral artery. As further life-saving measures were impossible, the patient was transferred to ICU and passed away. Per the operators, the cause of death was the abdominal aorta rupture by the insertion of the delivery system.